Event description:
A report was received from the USA indicating that the device experienced a constant alarm. There was no reported pt involvement. The date of the event was not made available.

Manufacturer narrative:
The customer svc engr replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The device passed all calibrations/verifications and testing. The device passed extended self-testing (est), short self-testing (sst) and electrical safety testing. Covidien ref: (B)(4).